Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had issue with insulin delivery and customer was performed high pressure test and it was failed also had high blood glucose. The customer¿s blood glucose level was 318 mg/dl, 317 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomalies noted during testing. Device functioning properly during testing.